Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer 4.2 failure. A field service engineer replaced controller card to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system drawer 4.1 and 4.2 not detected on communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient. The customer confirmed that there was a delay to the patient care. There were no adverse events or injuries reported based on this incident.